Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicated they had experienced high blood glucose. Blood glucose reading was 425 m/dl. Customer reported insulin pump had insulin flow block alarm. Customer reported that they were unable to troubleshoot at the time of call. The device will not be returned for analysis.